Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported aneurysms could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
The following was published in circulation in an article titled "effect of isthmus anatomy and ablation catheter on radiofrequency catheter ablation of the cavotricuspid isthmus". Da costa a, faure et al., 2004. 110(9): 1030-1035. "There were 2 local significant procedure-related complications (2 false arterial femoral aneurysms requiring surgical treatment)."